Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: creases fold and red particles on shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare provider reported right side seroma and device exchange due to patient product concern. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and device exchange due to patient product concern.

Event description:
Healthcare provider reported right side seroma and device exchange due to patient product concern. Device has been explanted.